Manufacturer narrative:
The user initially reported via email that they were hospitalized. During follow-up, the user communicated via sms that they had returned to the hospital and were not in a suitable condition to answer questions.a review of the data management system (dms) indicates that the user is currently using the system, and all information is up to date.

Event description:
Senseonics was made aware of an incident where user initially reported via email that they were hospitalized. During follow-up, the user communicated via sms that they had returned to the hospital and were not in a suitable condition to answer questions. A review of the data management system (dms) indicates that the user is currently using the system, and all information is up to date.